Event description:
It was reported that the intermittent catheter caused damage to the urethra hence the patient told to stop using the catheters. Per additional information received via mail on (B)(6)2020 the customer noted that there was too much scarring in the urethra due to use of the catheter so the doctor advised to stop catheterizing. The customer added that the had an operation done in may and the nurse was having trouble inserting the foley catheter. He believes the scarring was caused by the nurse forcefully inserting the catheter but cannot say for certain. The customer was unable to provide any details on the foley catheter that was used in the hospital at the time of the procedure. No medical intervention was reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the intermittent catheter caused damage to the urethra hence the patient told to stop using the catheters. Per additional information received via mail on 22oct2020 the customer noted that there was too much scarring in the urethra due to use of the catheter so the doctor advised to stop catheterizing. The customer added that the had an operation done in may and the nurse was having trouble inserting the foley catheter. He believes the scarring was caused by the nurse forcefully inserting the catheter but cannot say for certain. The customer was unable to provide any details on the foley catheter that was used in the hospital at the time of the procedure.